Event description:
Patient received inappropriate shocks due to oversensing. Patient will be seen in clinic and evaluated further.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.